Event description:
It was reported that some of the guide wire coating were missing. The target lesion was located in the abdominal aortic aneurysm. A 0.035in, 185cm back-up meier guide wire was selected however it was noted that some of the guide wire coating were missing. The procedure was completed using another guide wire without delay. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).